Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported bradycardia, air embolism, and myocardial infarction. Bradycardia, air embolism, and myocardial infarction are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the patient was resuscitated. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), dilated left atrium and a prolapsed posterior leaflet for a mitraclip procedure. Two mitraclip ntws and one mitraclip nt were implanted. The mr was reduced to grade 1. On an estimated date, (B)(6) 2025, 31 to 90 days post procedure the patient returned and an echocardiogram showed mr was recurrent at grade 4 and the clips were stable on both leaflets. On (B)(6) 2025, the patient presented with grade 4 mr for a mitraclip procedure. There was difficulty grasping and capturing the leaflets due to the previously implanted clips. It was reported that there was difficulty visualizing the clip due to shadowing of the devices. After multiple attempts, the clip was removed. The procedure was discontinued without implanting any clips. The final mr was grade 4. There were no adverse patient effects. There was no clinically significant delay reported.